Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a system fault 41622, confirmed and repeated. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
UDI number one device was returned for evaluation. Visual inspection revealed a sticky yellow fluid on the device. No evidence was available to review in the event history log. Functional testing was able to replicate the reported error code 41622. Investigation found a loose mcu board¿s ground pin jammed between the gears. The root cause was determined to be loose material caught between the motor gear and hub gear. The loose material was removed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.